Event description:
It was reported that the patient's ambicor penile prosthesis had fluid loss. The left cylinder had an aneurysm and the right cylinder would not inflate. The device was replaced with a 20 cm x 14 mm ambicor penile prosthesis. The patient was doing fine and no follow-up was needed. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.